Manufacturer narrative:
The sample associated to this report is expected to be returned. If a sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that an air leak was found during the cuff check. The customer confirmed there was no patient involved.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed there was a small cut in the cuff. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.